Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient had an arterial blood pressure of 60 mmhg and the alarm was yellow. The hospital staff reportedly expected a red alarm for this event. The minimum arterial blood pressure was set at 100 mmhg. The alarm setting was then reconfigured since the alarm was sounding continuously and the other staff was unable to distinguish the critical level of the alarm. No patient injury or death reported.